Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a loss of therapeutic benefit. The patient stated they were having problems with their bladder and were not passing enough urine, which required them to use tubes. The patient mentioned they went to the urology department but were unsure whether their stimulation had been increased because it did not help their condition. The patient stated they were bloated and swollen on both sides and were still not passing enough urine. The patient also stated they drain their bladder four times a day using tubes. The patient mentioned they had called a long time ago and were advised that their stimulation had been increased. The agent informed the patient that stimulation cannot be adjusted remotely. The patient stated they would call back later. The patient was redirected back to patient services to continue troubleshooting.